Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log and duplicated during functional check. Pt802 has failed. An additional failure of the pt801 was reported as well. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, low peak inspiratory, and low minute ventilation. The customer reported the exhalation differential transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use. The customer reported there is no patient consequence associated with the event.